Event description:
It was reported that the patient died and they were investigating if the death was related to the oral medication or the pump. The manufacturer representative was contacted by the medical examiner to pick up the pump to send in for analysis. On the way to pick it up, the manufacturer representative received a call from the healthcare provider (hcp) stating to bring the pump in to have the contents of the pump removed. An autopsy was performed and the cause of death was a suspected drug overdose. The hcp wanted to make sure that the drug was also tested. The date of the death and past medical history were unknown. It was also unknown what oral medication the patient taking. The pump was used to deliver dilaudid and morphine. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found significant damage to the refill septum. No leaking was seen when tested. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code: no longer applies to the event.

Event description:
Additional information received reported that the death was due to a combined drug intoxication; ¿accidental overdose.¿ the issue was attributed to the combination of morphine and hydromorphone, along with additional prescription drugs (hydroxyzine, ms contin, gabapentin, furosemide, carisoprodol, lunesta, clonidine, levothyroxine, diazepam, and morphine sulfate). The patient was found unresponsive in bed on (B)(6)-2014. It was stated that the patient was lethargic and possibly overused medication on the night of the death. The patient told her son she had taken a lyrica and lunesta earlier in the evening. The son heard the patient breathing the morning of the death, but she had an unusual snoring pattern. It was noted that the patient had been treated for hypertension and hyperlipidemia. The patient had also been diagnosed with sleep apnea, but refused to use her CPAP machine. It was also mentioned that the patient had history of being non-compliant with medications in the past, but had been doing well since the pump implant. The patient was taking oral morphine sulfate, but only given a 2 week supply in order to remain compliant. The patient was last seen by her physician on (B)(6)-2014. At that time, the patient was given 75 morphine sulfate pills (15mg) and was only allowed to take 5 pills per day. Only 32 pills were left in the bottle at the time of death.